Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (telephone number should be blank in the initial medwatch). Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. During the examination, the foreign material could not be identified. Although a definitive root cause was not determined, based on the results of the investigation, the probable cause of the foreign material that remained on the objective lens was due to the physical damage on the device, and the foreign material on the light guide lens, plastic distal end cover, and nozzle was not confirmed. The legal manufacture could not confirm that the reprocessing was conducted in accordance with the instructions for use (IFU), as three attempts were performed to obtain additional information, but no response was received from the customer. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the nozzle, control section, objective lens, light guide lens, and the plastic distal end cover. There were no reports of patient involvement.